Event description:
A nurse reported the stealthstation s7 system became unresponsive while navigating her passive pointer probe. This occurred about halfway through surgery. The system was rebooted they reentered the software application. The system became unresponsive again when they got to the register screen, so they had to reboot it again. They were then able to get back to the "navigate" tab and successfully finish the case. No negative impact to the patient outcome was reported.

Manufacturer narrative:
No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
Software investigation completed. System logs for both sessions appear to end abruptly, without the normal messages that are logged when the application is being shut down. There is not enough information in the log file to determine root cause. No similar subsequent issues have occurred with the system.